Event description:
On (B)(6) 2011, customer reported a leak below the lh500 instrument. Customer could not locate the source of the leak. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found that the tubing through pv43 was cut. Fse replaced the tubing and verified the repairs per established procedures.

Manufacturer narrative:
(B)(4).